Event description:
On (B)(6) 2009, this pt underwent treatment of a 6.7 cm abdominal aortic aneurysm with four gore excluder aaa endoprostheses, final angiography showed no evidence of endoleak. On an unk date after the implant procedure, a type ii endoleak from a lumbar artery and inferior mesenteric artery (ima) was identified. On (B)(6) 2011, coil embolization of the lumbar artery and ima was performed to treat the type ii endoleak. The pt tolerated the procedure. Two months later on an unk date, a type ii endoleak was identified with no evidence of aneurysm enlargement. On (B)(6) 2012, a f/u imaging showed the aneurysm to measure 72 mm. On (B)(6) 2012, f/u imaging showed a type ii endoleak from the ima and lumbar arteries, in addition to aneurysm enlargement to 82 x 86 mm. It was reported there was no evidence of a type I endoleak. On (B)(6) 2012, f/u imaging identified a proximal type I endoleak associated with the aortic extender component. Additionally, a type ii endoleak from a set of lumbar arteries and aneurysm enlargement to 83 x 90 mm were identified. No further adverse events were reported.

Manufacturer narrative:
Additional devices implanted and involved in this event: pxt281414/06675886, pxc141000/06401003, pxc141400/06575711.